Event description:
According to available information, this device required replacement due to a break. The static anchor broke off when passing through the obturator membrane. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor detached from the mesh. The static anchor was not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. Blood residue was noted on the mesh. Examination of the left introducer revealed the tip was bent. No abnormalities were noted with the right introducer. Based on examination of the returned product, the static suture detached from the mesh while trying to implant. Information received indicated that this had occurred when passing through the obturator membrane. Based on the examination of the right left introducer tip, the tip was bent, indicating that stress may have been exerted on the tip. The introducer tip may bend, causing the tip to weaken and possibly detach, if it is pushed onto something hard as bone, which indicates the introducer may not have been in the proper place to insert the anchor. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this altis sling was to be implanted on (B)(6) 2023 but was not due to the static anchor breaking off when passing through the obturator membrane. Another altis was successfully implanted.